Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, stent deployment difficulties and two balloon pinholes were noted. The lesion was located in the non calcified common iliac artery. The lesion details are unk. The lesion was predilated with an unspecified 5mm balloon. The express vascular 7.0x30mm stent delivery system was advanced to the lesion. Upon deployment, the balloon was unable to be fully inflated. The stent partially deployed. The stent delivery system was withdrawn. The stent was post dilated with an 8mm sterling balloon. The stent balloon was noted to have small holes at the proximal end. The pt status is reported as "good". The device is only ous, but it is similar to a us marketed device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.